Event description:
It was reported that the right ventricular lead exhibited undersensing where the patient experienced syncope. No intervention was reported. No additional information was available.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5154941